Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 759 mg/dl and diabetic ketoacidosis. The patient originally had a seizure, and that episode turned into diabetic ketoacidosis. The customer was taken to the hospital by ems. She was treated in the ICU. The customer has certain meds that make her blood glucose run high or low. No products were returned or replaced at this time.